Manufacturer narrative:
Device was returned for evaluation. The evaluation results are as follows: the root cause could not be determined as the complaint could not be confirmed.

Event description:
Patient reported that he has experienced the v-go falling off in the past. Today the v-go fell after wearing it for 13 hours. Patient properly cleaned the site and placed the v-go on his back arm. He mentioned that due to him working outside the v-go would fall off.